Manufacturer narrative:
(B)(4): the patient underwent concurrent anterior repair on (B)(6) 2010. It was reported that post implantation, patient experienced pain, infections, urinary disturbances and dyspareunia. On (B)(6) 2012 it was reported the patient experienced pelvic discomfort, dyspareunia, pelvic pressure, urinary frequency and urgency. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an endometrial biopsy and ablation on (B)(6) 2014 due to menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysfunctional uterine bleeding, and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced burning sensation and discomfort.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 to treat stress urinary incontinence and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.